Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced two crimped cannula events on 19-july-2024. The event occurred after three hours of insertion. The infusion set was in use for 8 to 10 hours. The infusion set was inserted in thigh. Blood glucose level reported during the event was high and patient took correction via bolus to address high blood glucose. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.